Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty charge coupled device. The device evaluation also found a slice on the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A DHR review was not performed for this device, "the storage period of the DHR is 15 years according to ombs s_4.2.5_01_001. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified." This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation" (reference page 23). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was an image problem with the camera head; specifically, the image was discolored and vertical lines were present. There was no patient harm associated with the event.